Event description:
Found remnants from the tampon in my body- vagina [foreign body in reproductive tract] remnants from the tampon in my body- tampax [device breakage]. Case narrative: consumer reported via email that she found remnants of the tampon in her body on two occasions. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Found remnants from the tampon in my body- vagina [foreign body in reproductive tract] remnants from the tampon in my body- tampax [device breakage]. Case narrative: consumer reported via email that she found remnants of the tampon in her body on two occasions. No serious injury was reported.